Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Postoperatively the patient is receiving effective stimulation.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg will not communicate with the external devices. The abbott representative confirmed the issue. The patient last used the device approximately (B)(6) 2017 and is unable to recall when the device was recharged, surgical intervention may be pending to address this issue.